Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high lead impedance was noted during pacemaker implant on the right ventricular lead. The rv lead was replaced. There were no consequences to the patient.